Manufacturer narrative:
Product event summary: analysis could not confirm that the programmer was unable to interrogate, it interrogated using a known good head and passed all functional testing. It was found that the programmer's stylus was not functional. It was also found that the power cord bay, keyboard latch, and left keyboard hinge were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not able to interrogate devices, even after multiple programmer heads were attempted. The programmer has been returned to service. The programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.